Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported upstream occlusion alarm. Eval found the fluid numbers on the upstream sensor to be below specification. The upstream sensor was recalibrated to correct this condition.